Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation as reported, during a laparoscopic cholecystectomy procedure, the basket of an ncompass nitinol stone extractor would not open. The patient experienced delay due to this occurrence. The procedure was completed with another device. No section of the device remained inside the patient's body. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the documentation, including the complaint history, device history record, quality control procedures, manufacturing instructions and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One ncompass nitinol stone extractor was returned for investigation, in opened packaging. The handle is in the open position. The handle does not actuate basket formation but moves freely. It was observed the support sheath has pulled free from basket sheath preventing actuation of the basket. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling: the product IFU, t _ ntse_ rev1, provides the following information to the user: intended use the ncircle, ncompass and nforce stone extractors are intended for stone manipulation and removal in the urinary tract. Evidence gathered upon review of complaint file, DHR, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. The returned device was found to have a basket that would not function due the support sheath has pulled free from the yellow support sheath. The device was used during a laparoscopic cholecystectomy which is a surgical procedure to remove the gallbladder, the labelled intended use for the device is stone manipulation and removal in the urinary tract. Based on the information provided, examination of the returned product, and the results of our investigation, cook concluded that the cause of the reported event could not be established, however the device was being used off label. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a laparoscopic cholecystectomy procedure, the basket of an ncompass nitinol stone extractor would not open. The patient experienced delay due to this occurrence. The procedure was completed with another device. No section of the device remained inside the patient's body. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - name and address: postal code: 4029. G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.